Manufacturer narrative:
(B)(4). A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of "lymphadenopathy" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture and lymphadenopathy.

Event description:
Patient reported left side rupture. Patient additionally reported ¿prominent left axillary lymph nodes." Device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: a4, b3, b5, g1, g2, h6.

Event description:
Patient reported left side rupture. Patient additionally reported ¿prominent left axillary lymph nodes." Device has been explanted and replaced.